Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported that the patient's battery was not working and it wasn't charging well. The patient was only getting 4 coupling bars. It was later reported that the patient did not have any symptoms related to the implantable neurostimulator (ins) not working or difficulty recharging. The battery was just having trouble charging more than 4 bars. It was reported that all the issues started around mid january. No troubleshooting was performed yet. No actions/interventions were taken yet to resolve the patient's ins not working and difficulties recharging. No symptoms were reported. Relevant medical history includes non-malignant pain. Further follow-up is being conducted for additional information in regards to the actions/interventions taken to resolve the issue. If additional information is received, a follow up report will be sent.